Manufacturer narrative:
The facility's biomedical engineer (biomed) has reported that the there was no actual repair done on the iabp as he did not find anything wrong. We were advised that the biomed tested both the batteries and they both ran within specification, and then he further tested the iabp to factory specifications after which it was returned to the customer for clinical use.

Event description:
The customer reported that during transport with a patient on a cardiosave intra-aortic balloon pump (iabp), the batteries only ran roughly for 20 minutes. No patient harm,serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer reported that during transport with a patient on a cardiosave intra-aortic balloon pump (iabp), the batteries only ran roughly for 20 minutes. No patient harm, serious injury, or adverse event was reported.